Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and then resuming insulin. Frequent occlusion issues were mentioned, but the caller declined additional assistance, and the case was closed by technical support.